Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the surgeon fired the device and the device cut tissue, but did not place staples. The surgeon had to create a gastric pouch. Another device was used to continue the case. Operating room time was delayed for forty five minutes.